Manufacturer narrative:
Correction: additional information was provided that indicated the device reported was not a johnson & johnson device. Upon reviewing the complaint folder, it has been determined this report is no longer a reportable event. Therefore, an emdr is required to state that no further follow ups will be sent out. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Brand name is unknown as it was not provided. Model no. Is unknown as it was not provided. Lot no. Is unknown as it was not provided. Unique identifier (UDI#) is unknown as lot no. Was not provided. Manufacturer date is unknown as lot no was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a clog during a cataract procedure using a 19-gauge tip needle. A johnson & johnson phaco specialist was at the site location when the problem occurred. The phaco specialist checked the surgeon¿s settings and found the vacuum settings were programmed very high with a pump ramp speed of 65. The vacuum and ramp were turned down to lower settings so that the nucleus has time to emulsify with a lower surgeon program. The specialist believed the surgeon is consuming the material too quickly causing a clog in the tubing and at times the handpiece.